Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
Patient was revised to address painful tha and seroma. Revision notes reported of large volume of brownish-tinged fluid and granulation tissue. There was some erosion of calcar of bone stock. The stem and cup were intact. There was also an extension of pseudotumor seroma. Doi: (B)(6) 2011, dor: (B)(6) 2013, (right hip).